Manufacturer narrative:
Product analysis summary: the wire was received in a hoop with dried residual media. Analysis revealed severe damage to the distal coiled section of the wire. The wire exhibited kinks, coils separation and bunched up coils. On removal from the hoop the wire was noted to be wavy along the length of the wire. Inspection of the very distal tip detected no damage to the wire tip. If information is provided in the future, a supplemental report will be issued.

Event description:
An angiographic wire was used during a procedure. The lesion was located in the coronary sinus ostium (during a crt implant). No damage noted to packaging. No issues removing the device from the packaging as per IFU. The device was inspected and prepped per IFU with no issues. The wire tip was not formed by the physician. It was reported that damage was noted to the device after removal from the patient. The physician used the angiographic wire inside an attain command catheter to access the coronary sinus . After trying to pass the superior vena cava (atrial and rv lead were previously implanted - during the same procedure) the physician noted that the guide wire was kinked. The procedure was completed using another 0.025" wire. No patient injury reported. Analysis revealed coils separation.

Manufacturer narrative:
Analysis of the device confirmed that the ends were properly sanded and the ptfe coating was acceptable and uniform across the entire length of the guide wire. Kinks were noted to be at 3cm. Investigators were able to manipulate the j at the distal end of the wire and could not stretch the outer spring. This indicates that the safety wire was properly secured at each end of the spring. Measurements taken all met specification. It was confirmed based on the assessment that the device was manufactured correctly and meets all specifications. If information is provided in the future, a supplemental report will be issued.